Event description:
It was reported that on (B)(6) 2011 the patient experienced severe hypoglycemia requiring hospitalization. The patient was treated with multiple glucagon injections and intravenous glucose. The reporter indicated that the patient's blood glucose stabilized and the patient was sent home on the pump. The reported indicated that the following day (B)(6) 2011 the patient's blood glucose was elevated and a correction was given; the patient's blood glucose "dropped precipitously" and the patient was again hospitalized. The reporter stated that the doctor suspected a possible malfunction of the pump. Customer support walked the reporter through troubleshooting the pump. The reporter stated that the time and date was set incorrectly with the year 2012 which the reporter corrected. The reporter confirmed that the history and settings were correct. The reporter indicated that the pump emitted multiple loss of prime warnings on (B)(6) 2011 and (B)(6) 2011; the reporter stated that the cartridge was changed multiple times on those days. No unusual boluses were recorded on the dates of the patient's hospitalization and the bolus history and total daily delivery added up correctly. Customer support advised the reporter that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient was hospitalized with hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Loss of prime warning were observed in the black box associated with low non-zero force. The pump performed a rewind, load, and prime without alarms. A 29 hour flow accuracy test was performed without interruptions and the pump was found to be delivering within specifications. A loss of prime was induced and the pump alarmed appropriately. The pump was opened and no damage was found to the force sensor assembly. No delivery related defects were found during testing.